Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, out of range issues occurred between the transmitter and pump. The customer¿s blood glucose was 201-234 mg/dl. The pump was replaced to address the issue.